Event description:
The reporter stated that he was getting readings of 1 mmol/l on his surestep meter. Pt related an incident in which he was waiting at a stop light and fell asleep. Pt was awakened by a friend tapping on his window. Pt stated that he ate dinner at a restuarant and felt better. Pt then went to a pharmacist and asked that his meter be replaced because it read "too low." A control solution test performed at the time gave a result "in the 1 mmol/l range." The pharmacist replaced the meter with another surestep meter and, some time later, was asked by the reporter to replace it again because this new meter also "read low." The reporter was given a one touch basic meter. The serial numbers of the surestep meters were not provided.